Manufacturer narrative:
Investigation conclusion: the complaint history was reviewed and there were two similar complaints against involved lot. The lot history record (lhr) was reviewed for the lot number in the complaint, and it passed release specifications. False negative results were reproduced during the investigation. The issue was monitored by tech ops, however, further root cause analysis of false negative results did not provide additional information. Root cause is undetermined.

Manufacturer narrative:
Cartridges used by the consumer were not sent back for evaluation, therefore, the devices could not be evaluated. The customer provided information regarding the suspected false negative tests and a member of the technical support group was able to perform data analysis. The investigation is still in process. Findings and the conclusion will be provided in a supplemental report after the investigation has been concluded.

Event description:
Customer reports 10 false negative results for four individuals when testing with the cue covid-19 test for home and over the counter (otc) use. This MDR is to document 2 of 4 false negative results for individual 1. See (B)(4) for the additional false negative results. On (B)(6) 2022, individual 1 received a negative result using the cue covid-19 test for home and over the counter (otc) use (cartridge lot 21681m and sn (B)(4). Individual 1 performed a binaxnow covid-19 antigen self-test on (B)(6) 2022 and (B)(6) 2022 and received two positive results. Additionally, a covid-19 molecular nucleic acid amplification pcr test was performed at gohealth mill valley on (B)(6) 2022 and a positive result was obtained. Individual tested had cold-like symptoms during the time of testing.